Manufacturer narrative:
As reported, during insertion through an 8mm sized trocar, the extra-large 3dmax mesh tore. The subject device was returned for evaluation. Evaluation of the sample finds multiple tears in the edge seal from handling. A larger tear had resulted in a portion of the edge seal tearing away from the mesh. The mesh fibers at this location have been stretched and/or pulled, which is an indication this portion of the device saw increased forces when attempting to deploy with the 8mm trocar during placement. No manufacturing anomalies were found. Based on the sample evaluation and investigation performed, the root cause is determined to be user/device interface while handling the mesh and gripping during attempted deployment down an 8mm trocar. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 193 units released for distribution in april, 2019. The precautions section of the instructions-for-use supplied with the device states. ¿it is recommended to use a 10mm internal diameter trocar to introduce a medium bard 3dmax mesh, and an 11mm internal diameter trocar to introduce a large 3dmax mesh. The size of the extra-large bard 3dmax mesh may inhibit deployment through a trocar. Use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force. If mesh will not easily deploy down the trocar, remove trocar and insert mesh through incision. Reinsert trocar.¿ sample evaluated.

Event description:
As reported, during a robotic inguinal hernia repair, on (B)(6) 2021 an extra-large bard/davol 3dmax mesh tore during insertion when the surgeon attempted to insert the mesh through an 8 mm laparoscopic port. A new package was opened to complete the case. There was no injury to the patient.